Event description:
It was reported when using the bd pyxis medstation es system drawer 6 was failed.the customer added that this malfunction caused a delay in dispensing medication to patient.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet was not present in the insep. The field service engineer replaced insep to resolve. The system functioned as intended after the field service engineer troubleshooted the device.